Event description:
Title: xxxxx. Event description: the ph reading was staying at 0.0. The gi lab was called for instruction by the cn and then instructed to call technical support for the ph study machines. The robe was repositioned and the actual machine switched with no results. What was the original intended procedure? For the ph study probe to function correctly. Device usage problem: device failed (e.g., broke, couldn't get it to work or stopped working. Device #1: this problem involved: the instrument.

Manufacturer narrative:
Original complaint (B)(4) was received from (B)(6) (rn) on (B)(6) 2011. Zephyr recorder used with probe (B)(4), lot number unknown. Reported as intermittent with patient. Had operator calibrate with a new probe. All was working ok. She was to call to have the probe replaced. No call for replacement received and no probe received for evaluation. (B)(4) was received from (B)(4) (biomed) on (B)(4) 2011. Customer wanted the zephyr recorder serial number (B)(4) checked as the department reported that the ph channel is not recording properly. It sounds like an intermittent problem. Recorder was received on (B)(4) 2011. Problem was not duplicated, however, the negative side of the battery box was replaced as a precaution. Also the 40 pin connector was cleaned as a precaution. Ran a 24 hour test with no abnormalities. Evaluation was completed on 11/03/2011. Returned functioning recorder to hospital on 11/08/2011. A return call to them on 11/23/2011 to determine if they are still having problems resulted in leaving callback number. Summary: potential causes for this kind of problem would be the recorder or the probe or the user techniques / actions. The probe was not received for evaluation. Therefore, the evaluation is incomplete and it is unclear what caused this problem.